Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced stimulation in the wrong location due to lead migration. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the existing lead was repositioned and secured. During the procedure, the physician opted to implant an additional lead to improve coverage. Effective therapy was restored post-op.